Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that no drops of insulin was seen exiting the tubing during fill tubing. Reportedly, the supplies were changed and the customer continued to not see insulin exit the tubing during fill tubing. Blood glucose was 305 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.